Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode and failed triggering 32097. The usm was also tested on the patient fixture test platform and failed the additional tests. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) had faults on universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed 32097 faults. The customer was in the middle of the procedure using usm's 1, 2, and 3 and not using usm 4. Then tse advised power cycling and hard cycling the psc. The procedure was completed with no reported injury.